Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log files. Data from the reported event date of 22oct2025 was reviewed in the submitted controller event log file. A driveline communication fault alarm associated with com_b_fault flags activated from 20:23:00 and persisted through the end of the file. No other notable events or alarms were captured. The alarms did not affect the controller's ability to operate the pump at the stored patient speed for the duration of the submitted log files. It was also noted that the exchanged equipment would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including driveline communication fault alarms. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came in with a driveline communication fault. Log file review was requested which confirmed a driveline communication fault b on 22oct2025. It was recommended that the modular cable and system controller be exchanged. Some debris was noted in the modular cable connector but no corrosion was observed. The modular cable and system controller were exchanged, which resolved the driveline communication faults. The patient did not experience any adverse health impact due to this event.